Event description:
Decedent (B)(6) underwent a right geniculate artery embolization on (B)(6) 2025 at (B)(6) specialist in (B)(6). (B)(6) died on (B)(6) 2025, from recent right genicular artery embolization with left femoral artery access and celt acd plus closure device placement, complications of left femoral artery pseudoaneurysm, and exsanguination. Other contributing factors included in her death included hypertensive cardiovascular disease, history of multiple falls, and deep vein thrombosis. (B)(6) autopsy was completed at the (B)(6) sheriff's coroner's (B)(6) 2025, by forensic pathologist dr. (B)(6). Our office has mannered the death an "accident." However, the death was due to complications from the medical procedure.